Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported on 7/09/2024, we had a triple lumen bard central line-purple lumen clamp broken bard lot # rehs3822 placed on (B)(6) 2023. The defective bard catheter is still on the patient, he is not done with treatment. The broken clamp was a safety issue only and has not interrupted the patient's treatment. We have attached a replacement clamp. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken clamp is confirmed, but the root cause could not be determined. One photo was returned for evaluation. The photo shows the extension tubing and luer hub of a triple lumen dialysis catheter. The catheter appears to be indwelling in the patient as adhesive dressing can be seen securing the catheter to the chest of the patient. Inspection of the clamps found that the purple clamp was broken on one side of the clamp latch. An external red clamp is present and engaged distal of the purple clamp on the same extension tubing leg. Multiple kinks can be seen on the purple extension tubing, indicating that the purple clamp or external red clamp have been actuated multiple times. No other damage can be seen on the purple clamp. Based on the available material for review, there were no distinguishing features in the returned photo which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2024, we had a triple lumen bard central line-purple lumen clamp broken bard lot # rehs3822 placed on (B)(6) 2023. The defective bard catheter is still on the patient, he is not done with treatment. The broken clamp was a safety issue only and has not interrupted the patient's treatment. We have attached a replacement clamp. No other information was provided.